Event description:
It was reported while using bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device. The device was replaced. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd quality did not receive samples or photos for investigation of insufficient blood flow. Therefore, 10 retained samples from bd inventory were investigated: 1. No molding defects were identified related to insufficient blood flow or no vent. 2. No sub-assembly issues were identified. 3. All syringes were drawn with water, and all were filled as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to confirm the customer¿s indicated failure mode from the retained samples test results. Bd was unable to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.